Manufacturer narrative:
This product malfunction became reportable after new information came through the product analysis, which initially was submitted as a kink/bent by the affiliate. Additional questions were sent to the affiliate. Additional information will be submitted within 30 days upon receipt. One non sterile guide wire sgw atw .014 j floppy 300cm was received coiled inside of a plastic bag. The guidewire presented a kink/bent at the distal end. The coil tip presented an unraveled condition. No other visual damage was found. The guidewire and coil tip were observed under a microscope and the damages were confirmed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10042490. This packaging lot contained 103 units, which were shipped from (b)94) limited on september 14, 2011. The history records indicate this product was final inspection tested at (B)(4) limited and was determined to be acceptable. The reported failure by the costumer as 'guidewire- kinked/bent' was confirmed due to product received conditions. The time and place of this damaged could not be determinate, but it does not appear to be manufacturing related. The unraveled condition found on the coil tip could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, an atw marker guidewire (sgw atw .014 j floppy 300cm) was kinked prior to be used. Before being used, part of the guidewire was found to be kinked, and due to this reason it was not used clinically. There were no adverse events to the patient reported. The product will be returned for analysis. During the product analysis it was identified that the coil tip presented an unraveled condition, not previously described by the affiliate. Multiple attempts to retrieve detailed information were unsuccessful. One non-sterile guide wire sgw atw .014 j floppy 300cm was received coiled inside of a plastic bag. The guidewire presented a kink/bent at the distal end. The coil tip presented an unraveled condition. No other visual damage was found. The guidewire and coil tip were observed under a microscope and the damages were confirmed. (B)(4). The reported failure by the costumer as 'guidewire- kinked/bent' was confirmed due to product received conditions. The time and place of this damaged could not be determinate, but it does not appear to be manufacturing related. The unraveled condition found on the coil tip during analysis could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported by an affiliate, an atw marker guidewire (sgw atw .014 j floppy 300cm) was kinked prior to be used. Before being used, part of the guidewire was found to be kinked, and due to this reason it was not used clinically. During the product analysis it was identified that the coil tip presented an unraveled condition, not previously described by the affiliate. There were no adverse events to the patient reported. The product will be returned for analysis.